Manufacturer narrative:
Plant investigation: the product sample was not returned to the manufacturer, and therefore a physical evaluation could not be performed. No anomalies or deviations were found during review of the manufacturing records. The description indicates a leak occurred between the vent port of the oxygenator and the connected deairing line. Based on the available information, it is likely that the leak was caused by a defect in the luer-lock positive adapter. However, the defect could not be verified by an examination of the product, and photos were not provided for review. As the damaged component is a purchased part, the manufacturer has been notified of the defect.

Event description:
It was reported that a leak occurred during the priming of an xlung kit 230. The leak was coming from the p2 connector of the hilite oxygenator and the deairing line connected to it. There were no delayed or missed treatments due to the leak. When the operator tried fastening the luer-lock connector on the deairing line, it broke. The luer-lock connector was reportedly cracked. The xlung kit was inspected prior to use, and no damage was visible. During pre-treatment setup, the luer-lock connector was not loose, and all connections were confirmed to be fully tightened. There were no photos available for review, and the sample was not available to be returned for evaluation.